Event description:
The facility representative reported a colleague infusion pump to the service depot on 28 january 2010 in which failure code 38:309:1924:0001occurred. This failure code occurred during patient therapy and therapy was interrupted for 5 minutes. There was no adverse event, patient injury or medical intervention associated with this report. The software version is currently unknown for this device.there is no further complaint information available.

Manufacturer narrative:
(B)(4). The pump has been reported to be available for evaluation and has been requested. However, the pump has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation.